Event description:
It was reported that on (B)(6), a biopsy procedure was performed, while needle was in the breast, system error "system not ready" was received and no tissue was able to be collected. A new needle was used and same error showed in the system. Procedure was aborted and the patient rescheduled for another procedure. A field engineer examined the device and replaced the vacuum tube with hydrophobic filter, cleaned the corlumina encoder motor, and cleared the cache. Ran auto gain calibration and ran system checks, and the system was functioning to manufacturer¿s specifications. No additional information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.